Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, ECG stress testing and sync testing without duplicating the report. The mutlifunction cable, defib receptacle, and adapter were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 90-year-old female patient, the device was unable to detect the attached pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.